Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to MFR's acceptance criteria. Preventive maintenance was performed on this system, prior to the reported event, without any problems. Successfully system verification reflects laser was functioning with specs. Absence of case specific info did not allow for further investigation. A root cause could not be identified. (B)(4). Add'l info from uf report # (B)(4): manufacture name: alcon. Model: allegretto.

Event description:
Clinic manager reported, by way of voluntary medwatch report, a case of epithelial ingrowth experienced after a lasik enhancement procedure on one left eye. The ingrowth was reported to have been removed by lifting the lasik flap and removing it. Pt was stated to be doing well post operatively, without any further issues. Add'l info from uf report# (B)(4): pt underwent uncomplicated lasix on (B)(6) 2003, using the moria -1/8.25. She had an uneventful lift flap enhancement on (B)(6) 2011. On (B)(6) 2011, her comanaging doctor referred her back for treatment of epi ingrowth. Pt was brought back to the laser suite, flap was lifted and ingrowth removed. Discharged to the care of the affiliate.